Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt did not have asr, but was revised to address instability resulting in dislocation. Further review of the medical records revealed that there appeared to be 40-45 degrees of anteversion present in the femoral stem. The femoral stem was removed and placed in the correct version.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.